Event description:
Covidien rec'd info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended to run the extended self-test (est), short self-test (sst) and to run the unit over the weekend. The customer reported to have followed the tse recommendations and he was not able to duplicate the alleged malfunction. (B)(4).